Event description:
Customer called to report that the access 2 immunoassay system produced falsely positive troponin I (accutni) results for five patient samples. The results were not reported out of the laboratory as the laboratory policy requires that any result greater than 0.1 nanogram per milliliter (ng/ml) must be repeated before being reported. Customer stated that repeat testing of the patient samples on a second instrument produced lower results within the normal range of the assay. There was no death, injury or change to patient treatment attributed to or associated with this complaint. The field service engineer (fse) inspected the instrument and replaced several hardware components. The fse rebuilt the wash pump and the precision valves after finding issues during the aspiration cycle of the wash pump. The fse evaluated instrument mixing, and did not detect any issues. The fse then performed some checks of instrument alignments and cleaned the analytical wheel. Next, the fse replaced a cracked incubator belt. The fse performed a passing system check to verify hardware in addition to actable accutni precision testing. The fse resolved all detected hardware issues and verified hardware operation after all repairs were completed.

Manufacturer narrative:
The cause of this event is unknown. Although the hardware issues detected during the service visit may have contributed to this event, testing performed by the fse did not definitively indicate that the hardware issues were the cause of this event. Customer has not called back to report any further issues relating to this event. (B)(4).